Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via literature article entitled: feasibility and safety study of day-case transtar procedure. Author: francesco saverio mari*, marcello gasparrini, umile michele cosenza, giuseppe nigri, anna dall¿oglio, fioralba pindozzi, giammauro berardi, alessandra pancaldi, antonio brescia. Citation: the surgeon ii. 2013: s6 s9. Doi: http://dx.doi.org/10.1016/j.surge.2012.09.004. The stapled transanal rectal resection (starr) conducted with the new curved device, contour transtar (ethicon), has proved an effective and safe procedure for treatment of obstructed defecation syndrome (ods). The aim of this study was to determine the safety and feasibility of starr, performed as a day-case procedure. Between september 2009 and february 2011, the authors performed 62 starr with ccs-30. These included 61 female and 1 male patients, age range: 33 to 68 years old, and bmi: 21 to 31 kg/m2. The starr procedure was performed with contour transtar ccs-30 device (ethicon). Reported complications included mild perineal hematoma (n-6) and no treatment was required, tenesmus (n-8) which required treatment with staple removal in four patients with active symptom 3 months post-surgery, urgency (n-4), and fragmented evacuations (n-3) which required treatment with pelvic floor rehabilitation for 6 to 8 weeks. It was concluded that the starr procedure performed with contour transtar ccs-30 device in selected patients is safe and feasible in day-case regimen if performed by expert surgeons and in a structure that allows the physician to keep the patient hospitalized or to re-admit and promptly treat those patients who present major surgical complication.